Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (infection), patient¿s condition affected effectiveness of device (type ii endoleak), caused by another drug/device (direct stick of the aneurysm sac); evaluation, conclusions: known inherent risk of procedure (infection), device failure lack of effectiveness related to patient condition (type ii endoleak), another device cause failure (direct stick of the aneurysm sac).

Event description:
Additional information was received as follows: it was reported that embolization was done approximately four months ago (exact date is unknown). The next CT scan showed air in the aneurysm sac and an abscess in the psoas muscles. The graft was successfully explanted and the patient has been discharged from the hospital.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately four years ago. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that due to a previous type ii endoleak, the patient was sent to a radiologist to perform a direct stick embolization of the aneurysm sac. The patient returned at a later date with an infected graft. The patient was referred to another facility for removal of the stent grafts. No further information was provided.